Event description:
Discordant, falsely high advia centaur xp results for troponin ultra (tni ul), digoxin, and phenytoin were obtained on several patient samples. The same samples were tested on another advia centaur and lower values were obtained. All results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely high tni ul, digoxin, and phenytoin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data. After evaluation of the instrument and data, it was determined that the cause of the discordant, falsely high tni ul, digoxin, and phenytoin results is unknown. The fse found crust on the acid pump and proactively replaced the photo-multiplier tube (pmt), kit acid pump, kit base pump, and power supply assembly. Calibrations and qc were successfully performed. The device is operational and performing within specification. No further evaluation of the device is required.